Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, and granuloma.

Event description:
Healthcare professional reported right side rupture and "right axillary centimetric ganglion impregnated with silicon". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: broken shell, red particles on the surface of the shell, underweight, part of the shell is missing, a microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp broken on posterior assessed as unidentified (tear) opening. -missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture and "right axillary centimetric ganglion impregnated with silicon". Device has been explanted and replaced with non-allergan device.